Event description:
Per our regional mgr, the surgeon was fixating a plate with a 1.2 x 5mm screw when the screwhead snapped off. The surgeon used another point of fixation and attached the plate. The screw thread was left in the pt.

Manufacturer narrative:
Investigation in process, but not yet complete.